Manufacturer narrative:
The investigation did not identify a product problem. Due to the lack of information provided, the investigation could not identify a specific cause of the event.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 120.7 mmol/l. The sample was repeated on another module, and the result was 136 mmol/l. This result was believed to be correct. A delta check in the customer's system prompted the sample to be repeated.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed checks and tests with acceptable results. The investigation is ongoing.